Event description:
It was reported that the device and lead were explanted and replaced. Early depletion was reported on the device. Fracture, high impedance, and inappropriate shocks, due to oversensing, were reported on the lead. Additional information was subsequently received reporting the patient presented to the emergency room due to receiving shocks. The device battery depleted from 2.9v to 2.62v eri (elective replacement indicators) in 7 days, secondary to delivery of multiple therapies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: normal battery depletion. Proximal conductor fractured; full lead in segments returned and analyzed. Other: it was reported that the device and lead were explanted and replaced. Early depletion was reported on the device. Fracture, high impedance, and inappropriate shocks, due to oversensing, were reported on the lead. Additional information was subsequently received reporting the patient presented to the emergency room due to receiving shocks. The device battery depleted from 2.9v to 2.62v eri (elective replacement indicators) in 7 days, secondary to delivery of multiple therapies. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: end of life - expected, battery. Device operated according to specifications. Premature eri (elective replacement indicator).